Manufacturer narrative:
Batch review performed on 14 august 2019: lot 1902135: (B)(4) items manufactured and released on 2-apr-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event. Preliminary investigation performed by r&d project manager: preliminary investigation performed on 03 september 2019. The head of the screw sheared off from the body and the image show the head still connected with the related screwdriver. The root cause of this event can be related to an excessive flexion applied to the screw during insertion, but from the received information it is not sufficient to determine it with certainty.

Event description:
During the primary hip surgery, and while the surgeon was manually inserting the screw into the acetabulum, the screw head sheared off. The shaft of the screw was left inside of the patient's acetabulum and the screw head was recovered. There was no delay in the case and the surgery was completed successfully.